Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous right superficial femoral artery. The 3.0x20mm wanda balloon was inflated for five seconds and ruptured at eight atmospheres. How many inflations is unknown. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Add'l model# 80cm. (B)(6). It is indicated that the device will not be returned for evaluation as it was disposed off; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).